Event description:
This product is not sold/distributed in the united states. Procedure type: unknown. According to the reporter: after turning on the safety button, surgeon noticed the tissues were not closed and suspected no staples were inside. A new instrument was used to complete the procedure.

Manufacturer narrative:
This product is not sold/distributed in the united states.